Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-dec-11 arjo was notified about a complaint involving enterprise 9000x bed. Following the information reported the radius arm detached from bed's frame on foot side of the bed. There was no indication of patient's involvement. Although the malfunction occurred the c-clip securing radius arm was still firmly located in place. There was no injury nor other medical consequences reported. Upon bed evaluation conducted by arjo technician it was confirmed that although the malfunction occurred the c-clip securing radius arm was still firmly located in place. There were no signs of dents visible on a bed frame, only damage to the paint in place on radius arm assembly. This particular bed is a customer owned product not a rental bed therefore was not exposed to transportation damage since delivered to the customer. Based on all above we conclude that transport damage is ruled out to be the cause of radius arm detachment in this case. The enterprise 9000x bed (serial number: (B)(6)) manufactured on 2014-oct-21 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found. It needs to be emphasized that the device was working without fail for about 4 years. It is also worth noting that the enterprise 9000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, upon the device inspection conducted by arjo technician we were not able to identify the exact cause of the malfunction occurrence. However a comprehensive analysis of post market surveillance data confirms that radius arm may detach only when excessive force is being applied on a bed e.g. Radius arms movement restricted by an obstacle, transport damage. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment that pose a risk of bed collapse. The radius arm detached from bed's frame and from that perspective, the enterprise 9000x bed did not meet its manufacturer's specification.

Event description:
On (B)(4) 2018 arjo was notified about a complaint involving enterprise 9000x bed. Following the information reported the radius arm detached from bed's frame on foot side of the bed. There was no indication of patient's involvement. Although the malfunction occurred the c-clip securing radius arm was still firmly located in place. There was no injury nor other medical consequences reported.